Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator shuts down when booted up. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).